Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute kidney injury with a "possible" relationship to the impella cp device used: ¿acute kidney injury requiring continuous renal replacement therapy for volume management.¿ it was reported that the patient/event has not recovered/not resolved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the renal failure has been completed. Pump was not returned for investigation. Clinical information provided says that the patient was diagnosed with tukotsubo syndrome and had multi organ failure. Data logs provided have suction alarms but no motor current spikes or positioning alarms. As per clinical information provided, the root cause of the renal failure issue was most likely patient condition related.